Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the hubs broke off the trocars. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4).